Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200-250 units of insulin. Reportedly, for unknown reason the customer experienced high (bg) and attempted to change the cartridge to address the issue. Reportedly, the customer had manual injections available as alternate insulin therapy until pump replacement arrives.